Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04687. The study patient received two anchors with different lot numbers. It was reported, the patient had pain at one of the anchor sites when he rolls over the area at night. The physician prescribed lidoderm patches and prescription pain medicine. Initially, the patient reported this resolved the pain. Follow up identified the patient was still feeling discomfort and the physician prescribed lidoderm patches and a different type of pain medicine. Further follow up found the issue was not completely resolved, but was managed with the previously described prescriptions.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.